Event description:
A review of the events indicated that patient samples tested on the echo v2, automated blood bank system produced inaccurate results. A review indicated that three (3) patient sample tests using the echo v2 automated blood bank system produced three (3) unexpected false negative antibody results. Specifically, the malfunctions produced three (3) false negative results for the anti-e antibody. Subsequent testing of reagent retention lots, and reagent antigen validation testing of the initial bulk products used for commercial vialing showed acceptable results. No single reason for the false negatives was determined and the malfunctions were allocated against the analytical instruments.

Manufacturer narrative:
Additional serial numbers continued from serial#: none. Additional lot numbers continued from lot#: none.